Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test. Successfully downloaded pump traces and history file using thus. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 04-oct-2023 in the formatted history file. Pump error 63 alarm (variableinfo = 02) and pump error 4 alarm were recorded on: (B)(6) 2023 19:16:39.000. Pump error 63 alarm (variableinfo = 02) and pump error 4 alarm were confirmed according in the formatted history file, suspected on hw. Pump error 68 alarm was found on: (B)(6) 2023 19:16:41.000. Pump error 49 alarm was found on: (B)(6) 2023 19:16:41.000, (B)(6) 2023 19:16:41.000. Pump error 23 alarm was found on: (B)(6) 2023 19:19:34.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restarted due to pump error 63 alarm (variableinfo = 02) and pump error 4 alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay texture damage and a scratched case. Cosmetic damage was confirmed at the case of the pump during analysis. Pump error 63 alarm (variableinfo = 02) and pump error 4 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture and was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.